Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing the revealed invalid/high (open contacts) impedance measurements. In turn, the patient underwent surgical intervention. Intra-op diagnostic testing identified the patient's extension exhibited impedance issues. Additionally, the extension appeared to have a kinked contact. As a result, the physician explanted and replaced the extension which resolved the issue. The date of incident is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.